Event description:
It was reported that during a routine visit testing was carried out which showed hi's and sc's indicating that the device has malfunctioned. Testing was carried out again in 2009 which confirmed the results. The patient's mother reported that her son was involved in a car accident last september, however nothing happened to him.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.